Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the hcp did not like how the sutureless connector appeared. The hcp stated that it looked to be dissecting apart and they made the decision to revise it.

Manufacturer narrative:
Other medical products in use during the event include: product ID: 8596sc (serial: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2011, explant date: (B)(6) 2024,UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving lioresal (2000mcg/ml at 328.8mcg/day) via an implantable pump. The indications for use were unknown. It was reported that during the elective replacement indicator (eri) of the pump, the healthcare provider (hcp) made a decision to revise the pump segment of the catheter. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history was asked but unknown. The patient status at the time of the report was alive with no injury.